Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). The customer did not provide bd with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported after use the unspecified bd vacutainer experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "the tube was underfilled." Additional information: the health care provider puts all the tubes in a dispenser rack and would not have lot/catalog numbers from the original box.